Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device was depleting prematurely. Technical services (ts) consultant recommended replacement. As of this time, this s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device was depleting prematurely. Technical services (ts) consultant recommended replacement. As of this time, this s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The cause linked to device but unable to trace more specifically investigation conclusion code was selected because analysis of device data found higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause.

Event description:
This supplemental report is being filed to provide additional information for the h11 section of tab h. Device manufacturers only. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device was depleting prematurely. Technical services (ts) consultant recommended replacement. As of this time, this s-ICD remains in service. No adverse patient effects were reported.